Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr=4.0, second test inr=4.8

Manufacturer narrative:
Inratio precision data provided by end-user lot 060706: first test inr=4.0, second test inr=4.8, mean=4.4, sd=0.56; %cv=13%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Ts updated this case on 04/3/07. Per text "per reporter, he tested yesterday before breakfast and obtained inratio inr=2.8. He is satisfied w/ the inratio system at this point." Customer satisfied the inratio performance.